Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received on 26-feb-2021 indicated that the event date is unknown. The embotrap ii was used in conjunction with a competitor's aspiration catheter. The thrombus in the internal carotid artery (ica) was recovered utilizing the embotrap and aspiration catheter. However, a part of the clot broke off and embolized to the m1 segment of the mca. Therefore, the physician attempted to recover the thrombus using the embotrap, but a portion of the thrombus further embolized to the a1 segment of the aca. The procedure was completed with a competitor device. The patient did not experience any clinical symptoms as a result of the event. No further details could be obtained. Complaint conclusion: a report from the field indicated that an embotrap ii (et009533/ 20f149av) revascularization device and a sofia (microvention) suction catheter was used to remove a thrombus at the internal carotid (ic). The clot was partially removed via the sofia suction catheter and embotrap. It was further reported that an embolization occurred in a new territory (ent) at the m1 segment of the middle cerebral artery (mca). Using the same combination of the embotrap ii and sofia suction catheter, part of the thrombus of the m1 occlusion was removed however another embolization occurred in a new territory at the a1 segment of the anterior cerebral artery (aca). It was reported that ¿this issue might have occurred by the device(s) was torn during traction.¿ (clarification regarding this statement is pending) the thrombus at the a1 segment was removed with another device and the procedure was completed. The patient¿s prognosis is stable. The product is not available for the investigation. Additional information received from the sales rep on 12-jan-2021 indicated that ¿neither the device nor patient vasculature was damaged. This sentence (this issue might have occurred by the device(s) was torn during traction) was an error.¿ additional information received on 26-feb-2021 indicated that the event date is unknown. The embotrap ii was used in conjunction with a competitor's aspiration catheter. The thrombus in the internal carotid artery (ica) was recovered utilizing the embotrap and aspiration catheter. However, a part of the clot broke off and embolized to the m1 segment of the mca. Therefore, the physician attempted to recover the thrombus using the embotrap, but a portion of the thrombus further embolized to the a1 segment of the aca. The procedure was completed with a competitor device. The patient did not experience any clinical symptoms as a result of the event. No further details could be obtained. The device was discarded; therefore, no further investigation can be performed at this time. A review of the manufacturing documentation associated with lot number 20f149av presented no issues during the manufacturing or inspection process that can be related to the reported event. Embolization of thrombus is a known potential complication during thrombus removal procedures in which the embotrap ii is used. During these interventional procedures, the device is advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics, and device manipulation that may have contributed to the event rather than a device malfunction or quality issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==> pc (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device was discarded; therefore, no further investigation can be performed at this time. A review of the manufacturing documentation associated with lot number 20f149av presented no issues during the manufacturing or inspection process that can be related to the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that an embotrap ii (et009533/ 20f149av) revascularization device and a sofia (microvention) suction catheter was used to remove a thrombus at the internal carotid (ic). The clot was partially removed via the sofia suction catheter and embotrap. It was further reported that an embolization occurred in a new territory (ent) at the m1 segment of the middle cerebral artery (mca). Using the same combination of the embotrap ii and sofia suction catheter, part of the thrombus of the m1 occlusion was removed however another embolization occurred in a new territory at the a1 segment of the anterior cerebral artery (aca). The thrombus at the a1 segment was removed with another device and the procedure was completed. The patient¿s prognosis is stable. No further information was provided. Additional information received from the sales rep on 12-jan-2021 indicated that ¿neither the device nor patient vasculature was damaged.